Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. D4: lot #: the reported lot h22h24050 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body (light blue part) of a minicap transfer set; further described as ¿the dark blue portion of transfer set broke from light blue part." This occurred when disconnecting from the patient line of the amia cassette after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2023-03192. All relevant information will be captured under 1416980-2023-03192. Should additional relevant information become available, a supplemental report will be submitted.